Event description:
Literature reported (B)(6) months old male, ICU patient with left femoral central access catheter (cac) placement. Reported catheter site was covered with tegaderm chg dressings and changed approximately once every 4 days. Reported patient experienced skin irritation 12 days following insertion. Reported the area as a rectangular erythematous patch present in the left groin extending to his anterior left thigh with multiple large erosions covered by fibrinous debris. The article reported central access catheter was removed because of malfunction. Reported patient treated with systemic broad-spectrum antibacterial, antiviral, and antifungal therapy while awaiting culture results. Culture results negative. Article reported area was treated with topical antibiotics and nonadherent dressings, with re-epithelialization of the erosions and resolution in 7 days.

Manufacturer narrative:
Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product.